Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump displayed a shutdown alarm and subsequently shut off. The customer stated they did not see any low power alerts. During troubleshooting with tandem technical support, review of the pump data indicated that the pump battery completely depleted from 45% within seconds. The customer's blood glucose level was reported to be 195 (mg/dl). The customer delivered a bolus via the pump. It was indicated that the customer would use insulin pens as alternate insulin therapy until the replacement was received.